Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and the connector was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages/ connector will not stay latched) has been confirmed. Upon investigation the electrode belt unable to complete incoming functional testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.